Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances and loss of capture. The impedances were greater than 3000 ohms. The patient was noted to have fallen when the measurements were observed, however, fluoroscopy did not reveal lead damage or movement. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.